Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿balloon collapses¿ with a potential root cause of " inflation / drainage lumen wall perforated". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities, 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. U.s. Patent number (B)(6) and patent pending. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2019 a nurse experienced resistance while inserting water into the foley balloon. Upon removal of the foley catheter, a pinhole was noted in the balloon. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2019 a nurse experienced resistance while inserting water into the foley balloon. Upon removal of the foley catheter, a pinhole was noted in the balloon. No medical intervention was reported.